Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the lcd lens screen had scratches and cracks. No evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy was able to be replicated by analysts. The expulsor was found to be the cause and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd solis vip pump had a high flow rate. This product problem was observed during testing. There was no patient involvement.